Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2008 - pt was implanted with multiple pelvic devices including a bard flat mesh. The attorney's report alleges additional medical/surgical treatment, nerve damage, permanent injury, defective mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with multiple pelvics including a bard flat mesh. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information provided which indicates a non-bard davol device was also implanted in the (B)(6) 2008 procedure. With the currently available information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with a three compartment pelvic prolapse with rectal prolapse. The patient underwent a two part procedure which included laparoscopic sacrocolpopexy with implant of a non-bard/davol "y-sling mesh" and open sigmoid resection with rectopexy with implant of a bard flat mesh. Very limited details were provided in regards to the laparoscopic sacrocolpopexy portion of the procedure. The attorney's legal claim alleged the patient is still experiencing complications.